Event description:
A customer reported that the system would not prime and no vacuum was experienced when set at 100 mmhg. Add'l info was received indicating the event occurred during surgery. The customer indicated that something was resting on the remote and this interfered with surgery. The system was exchanged to complete the case following a 15 minute delay. There was no harm to the pt.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss instructed the customer over the phone to view the event log screen. There were no events on the date of the reported event. The customer suspected that a button on the system's remote was pressed down, impeding the vacuum function of the system. The customer was instructed to hold down a button on the remote to see if the problem could be identified. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).